Event description:
It was reported that upon the liner did not fit well into the cup. The surgeon repeatedly tapped the cup, which loosened and caused a fracture of the acetabulum. There was an approximate 15-minute delay due to difficulty with the procedure and product replacement. This product was not used. It was reported that surgical technique was utilized. After surgery, this liner was placed in the cup for confirmation and could be inserted. There was no reported serious injury. No additional information available.

Manufacturer narrative:
(B)(4). D10: cat# 30103203, lot# 66338871 g7 vit e neutral lnr 32mm. G2: foreign: country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. The product was returned and evaluated. Visual examination of the returned product identified that the shell was returned with the liner inside. There were signs of use with some debris inside the coating of the shell and some gouging on the liner. The plug was also removed prior to the receipt of the devices. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The devices were returned assembled. It is unknown why the devices weren't assembling during surgery, even though it was indicated that the devices were able to assemble post operatively. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.